Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2022 for transmitter with serial number (B)(4). . However, transmitter with serial number (B)(4). Was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and pass. Nordic bluetooth pairing test was performed and fail. A review of the bin file was performed and signal loss was found for serial number (B)(4). Within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).